Event description:
Intra-aortic catheter balloon and pump broke and went through arteries.had to remove sholder blade, colar bone, ribs, incision under left arm pit. Suffered severe damage to body and constant pain on left side/back of the body. Had to stay in hosp for over 5 mos.